Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for high blood glucose over 600mg/dl and found that she received an emergency medical assistance. The customer indicated that she had an injury as passing out from low blood glucose. No further information was provided.